Event description:
It was reported that patient death occurred. On (B)(6) 2025, the patient presented with a myocardial infarction (mi). The 100% stenosed target lesion was located in the left anterior descending (lad) artery. The patient underwent coronary angioplasty, during which a 2.50 x 28 mm promus premier drug-eluting stent was successfully deployed at the lesion site. On (B)(6) 2025, during an emergent follow-up, a diagnostic angiogram was performed. The patient experienced stent thrombosis and subsequently suffered cardiac arrest, resulting in death. The official cause of death was confirmed as stent thrombosis. It was further reported that the correct date of this event was (B)(6) 2025, not (B)(6) 2025.

Manufacturer narrative:
B2: updated date of death. B3: updated date of event.

Event description:
It was reported that patient death occurred. On (B)(6) 2025, the patient presented with a myocardial infarction (mi). The 100% stenosed target lesion was located in the left anterior descending (lad) artery. The patient underwent coronary angioplasty, during which a 2.50 x 28 mm promus premier drug-eluting stent was successfully deployed at the lesion site. On (B)(6) 2025, during an emergent follow-up, a diagnostic angiogram was performed. The patient experienced stent thrombosis and subsequently suffered cardiac arrest, resulting in death. The official cause of death was confirmed as stent thrombosis.